Event description:
It was reported that the patents right ventricular (rv) lead had become dislodged, exhibited high thresholds, and was unable to obtain full helix retraction during the explant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. Concomitant product: model: 5086mri52, lead; implant: (B)(6) 2012. (B)(4).